Manufacturer narrative:
The insulin pump received with no act and up button response due to corroded keypad traces. No button error alarms noted. Unable to verify for operating currents including low battery and off no power alarm due to no act and up button response. The device had a scratched lcd window, cracked lcd window on the bottom right side corner, cracked case at the display window corners, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 97 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.